Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for generator change out. Insulation break was noted on the proximal part of the lead. The lead was capped and replaced. The patient was stable.